Event description:
The customer stated that the screen is flashing on and off after going to a water park. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the flashing display due to the blank display.